Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they woke up with blood glucose level of 465mg/dl. The customer states they had treated for the high, but the levels continue to rise. The customer states they would be conducting full set change and treat the high with backup plan. The customer states they will call back if issues persist.